Event description:
During a rotational atherectomy procedure, a hole was noted in the shaft. The physician was unable to maintain rpm's during the first ablation. A hole was noted in the shaft. Another device was used successfully. No pt injuries or complications were reported.